Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. Visual inspection revealed a physically damaged vent side lemo pigtail with a broken pigtail cable located by the elbow connector of the pigtail. Further inspections revealed a burnt pin# 2, 4 & 5 located on the receptacle lemo connector of the vent side lemo pigtail. Carefusion replaced the vent side lemo pigtail to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit had a damaged pigtail. While in service, it was discovered that the pigtail had burnt components. There was no reported patient involvement.